Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the incision over the ins battery site had opened up about a ¼¿ and the patient could see the implant. The patient stated that it had been sore for a while but they could not provide a specific date. They denied fever, chills, drainage from the incision, or redness/warmth over the incision. It was unknown if there were any environmental/external/patient factors that may have led to the issue. No troubleshooting or interventions had been taken as of yet as the patient had an appointment scheduled with the surgeon on (B)(6) 2018. Follow up information received from the manufacturer¿s representative on sept. 19, 2018 reported that the physician had no further information as to why the incision opened. The issue was not resolved at the time of report and the device system was scheduled to be removed on (B)(6) 2018. There were no further complications reported or anticipated.